Event description:
A customer observed biased phyy results using performance venifier ii on the vitros 950 analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.